Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported on the same day of a 26mm transcatheter bioprosthetic aortic valve implant procedure, the physician reported the depth of implant was approximately 3 mm on the non-coronary cusp and 4 mm on the left coronary cusp the patient experienced complete heart block which required the placement of a permanent pacemaker. The physician reported the depth of implant was approximately 3 mm on the non-coronary cusp and 4 mm on the left coronary cusp. The physician also attributed the need for a pacemaker implant to be strongly correlated with the patient's pre-existing conduction issues. The patient had a reported history of right bundle branch block with a wide qrs-complex. No other patient complications were reported because of this event.

Event description:
It was reported on the same day of a 26mm transcatheter bioprosthetic aortic valve implant procedure, the physician reported the depth of implant was approximately 3 mm on the non-coronary cusp and 4 mm on the left coronary cusp the patient experienced complete heart block (chb) which required the placement of a permanent pacemaker. The physician reported the depth of implant was approximately 3 mm on the non-coronary cusp and 4 mm on the left coronary cusp. The physician also attributed the need for a pacemaker implant to be strongly correlated with the patient's pre-existing conduction issues. The patient had a reported history of right bundle branch block with a wide qrs-complex. No other patient complications were reported because of this event. Additional information was received to report the chb occurred after the valve was fully deployed and the permanent pacemaker was implanted post-operatively. It was noted the permanent pacemaker implant was not planned prior to the implant procedure and was not implanted due to the patient's pre-existing conditions. Approximately one week following the implant of the valve, the patient still had an underlying rhythm of chb.

Manufacturer narrative:
B5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.